Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2011, resulting in fixture loss. It was also reported that the fixture could not be returned to the manufacturer for analysis. The patient was reimplanted with another device on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Not avaiable for analysis.